Event description:
Repair request initiated for device with a report of bad bearings. Report escalated to complaint due to evaluation finding of the footed portion damaged by tool contact. No pt impact was reported. On f/u it was noted that this was identified during a routine in-service visit and it was confirmed that there was no pt impact.

Manufacturer narrative:
Evaluation: it was noted on evaluation that the foot of the attachment was damaged by tool contact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."